Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of capsular contracture were reviewed. Visual analysis of the photographs identified yellow particles on the shell surface. Due to the impossibility to perform a further analysis via device analysis performed through photographs, it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device remains implanted.